Event description:
It was reported that the patient advised that the first statlock from the pack worked but the latter 4 remaining weren't sticky and could not be used. Per additional information via email from ibc on 26apr2024, they could not be used, they were not sticky enough.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "adhesive chemistry not appropriate for application (poor quick stick characteristics)". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The labeling is found to be adequate to fulfill s03fa211 revision 21. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.